Event description:
The customer contacted baxter's service center regarding a system error (se) 2240; which occurred on the homechoice (hc) during use, during drain 3 of 4. The technical service representative (tsr) assisted with troubleshooting. Tsr informed the hp to start over with new supplies. The hc was operational. Baxter contacted the registered nurse (rn) on (B)(6) 2011 regarding the reported problem. The pd rn stated the patient just came in for their monthly check up and everything looked fine. They stated the home patient (hp) mentioned having difficulties with an alarm and that they had to call into baxter for assistance. The pd rn stated as far as they know therapy is going well, and there has been no negative outcomes from the event. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for system error (se) 2240 was not confirmed as the sample was not available for evaluation. The lot number was not provided; therefore a batch review cannot be conducted. The root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is in progress through (B)(4).